Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent unspecified spinal procedure at levels l4-iliac on an unknown date. Removal after bone fusion was performed. During the removal screw was found to be broken right under the screw head. Surgeon was unable to remove the screw so he left it in the patient. The event did not delay surgical time. The product came in contact with the patient. No patient complications were reported.